Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the unit was alarming "o2 out of range", but the customer could not duplicate the alarm condition. The customer found that when the fraction of inspired oxygen (fio2) is set above 21% and up to 60%, the fio2 goes above 60% and after a while it comes down; the unit is overshooting the setting. The customer was monitoring the fio2 with an external analyzer and it matched the ventilator's fio2 monitor. There was no patient involvement associated with this reported issue.